Event description:
The customer reported via phone call that they received a no delivery alarm. Troubleshooting was not performed as the customer resolved the alarm with a set, reservoir or complete set change. The customer's blood glucose was unknown. Customer was advised to call back when the alarm occurs to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.